Event description:
The customer stated that he tested his blood glucose and rec'd a reading of 359 mg/dl using his contour meter. He retested using his elite meter and rec'd a reading of 146 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 10mg/dl high, out of spec. Performance was satisfactory using iqa retention reagent.